Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error message saying service was due, however the pump was not yet expected to be due for maintenance. The message did not occur while the pump was in use with a patient.